Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2012. Subsequently, a revision procedure was performed on (B)(6) 2013 allegedly due to cup malalignment. The acetabular cup, modular head and taper insert were removed and replaced with competitor acetabular components and biomet ceramic femoral head and taper.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity.¿

Manufacturer narrative:
This follow-up report is being filed to correct information.

Event description:
It was reported that patient underwent left total hip arthroplasty on (B)(6) 2012. Subsequently, a revision procedure was performed on (B)(6) 2013 allegedly due to cup malalignment, tissue and bone destruction, pain and elevated metal ion levels. The acetabular cup, modular head and taper insert were removed and replaced with competitor acetabular components and biomet ceramic femoral head and taper. Additional information received from operative report noted patient was revised on (B)(6) 2013 due to a loose acetabular cup. Operative report further noted gray fluid, lack of bony ingrowth to acetabular cup, and a fibrous nonunion with acetabular cup loosening during the revision procedure. The modular head, acetabular cup and taper adapter were removed and replaced with a biomet modular head and taper adapter and a competitor acetabular cup and liner.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-03103 and 2015-01102).

Event description:
It was reported that patient underwent left total hip arthroplasty on (B)(6) 2012. Subsequently, a revision procedure was performed on (B)(6) 2013 allegedly due to cup malalignment. The acetabular cup, modular head and taper insert were removed and replaced with competitor acetabular components and biomet ceramic femoral head and taper. Additional information received from operative report noted patient was revised on (B)(6) 2013 due to a loose acetabular cup. Operative report further noted gray fluid, lack of bony ingrowth to acetabular cup, and a fibrous nonunion with acetabular cup loosening during the revision procedure. The modular head, acetabular cup and taper adapter were removed and replaced with a biomet modular head and taper adapter and a competitor acetabular cup and liner.